Event description:
A 2.0mm diameter x 15mm length sprinter mxii dilatation balloon catheter was inserted into a patient for the treatment of a chronic total occlusion of the left sfa. It was reported that the balloon was advanced and was met with resistance. The physician was pushing the catheter when it locked into calcium; force was used to pull the catheter from the patient. During removal of the balloon catheter, it was reported that the distal portion of the balloon catheter broke with 30mm of the device remaining in the vessel. The physician attempted unsuccessfully to snare the portion of the device that remained in the patient. An aurora stent was used to cover the portion of the sprinter balloon that remained in the patient. There was no report of injury and the patient is fine. The device has not been returned for analysis.